Manufacturer narrative:
The customer provided the a1c-3 results for 133 patient samples. Of the data provided the results for 72 patient samples were erroneous.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 133 patient samples tested for tina- quant hemoglobin a1c gen.3 - hemolysate and whole blood application (a1c-3). The customer indicated all results were sent to the physician. Afterwards, all samples were repeated and a corrected report was sent to the physician. Erroneous results for 1 patient sample were provided. No other actual results for any other patient have been provided. The initial a1c-3 result was 5.81%. This result was reported outside of the laboratory where the physician complained about it. The sample was repeated and the result was 9.37%. It is not known if an adverse event occurred. No adverse event was reported. The a1c-3 reagent lot number was 608019. The expiration date was not provided.

Manufacturer narrative:
The customer had been using a cassette from lot 608019 for a while with good results. On (B)(6) 2015 the customer received high quality control (qc) results with a new kit from the same lot. The customer replaced the kit and the qc results were back on target.

Manufacturer narrative:
Based on a review of the available data, on the day of the event quality controls (qc) were high and out of range. It was also noted that there were issues with qc in (B)(6) 2015 which indicate there were issues prior to the event. Single reagent cassettes can show (B)(6) patient and qc results that are too high if the cassette has been stored at temperatures that are too low. This issue can be addressed by calibrating the cassette. The customer is running more qc tests and is monitoring the storage temperature. No additional problems have occurred.